Event description:
Information received by medtronic indicated that the insulin pump had a crack in the backside and screen did not turn on. Customer stated that the insulin pump was exposed to moisture and battery compartment was wet. Customer also faced issue regarding sensor connection. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display, moisture damage, cracked battery tube found on 11-jan-2022. Pump passed the displacement test, active current test, and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, failed sleep current test. No alarms or alerts noted during testing. However, off no power alarm found on event date 11-jan-in the history files. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, cracked keypad overlay, cracked corner of belt clip rail. Blank display not confirmed. However, failed sleep current test due to moisture damage electronic assembly. Cracked case corner of belt clip rails confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.